Event description:
It was reported on (B)(6) 2023, at 10:00 the catheter was found to leak liquid during infusion, and the drug liquid was found to leak outside. At 10:30 the central venous catheter attachment was replaced. Replacement was completed at 11:30. PICC was used for intravenous chemotherapy.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.